Event description:
Event reported that the apl lap-band system has been insitu for 14 months, and the patient had very good results, however, after a coughing spasm the patient lost satiety. Barium swallow identified apl buckle was unlocked/open. The apl lap-band system was removed and replaced with another. The explanted device will be returned for evaluation. Follow-up findings: the surgeon did not note anything unusual that might have contributed to the event. The patient was not injured by the unbuckling, other than loss of satiety and weight regain.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury or surrounding tissues." "The manufacturer of the lap-band ap adjustable gastric banding system has designed, tested and manufactured it to be reasonable fit for its intended use. However, the lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band ap system may be easily damaged by improper handling or use."